Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose exceeded 600 mg/dl due to a bent infusion set cannula. The patient changed his set and treated via insulin pump bolus. Troubleshooting was declined. The patient's most recent blood glucose was 153 mg/dl. The insulin pump was not returned for analysis.